Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 332 mg/dl.

Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a drive stall was noted in the end of second prime with a drop in pulse widths indicating a failure to detent the ratchet gear. Drive mechanism was inspected, and the ratchet gear teeth was found to be damaged. The device did not deploy due to the drive stall that occurred in the end of second prime caused by the damage to the ratchet gear teeth.